Manufacturer narrative:
Device evaluation: the report of motor stop events as well as power elevations were confirmed through the evaluation of the downloaded system controller log files. Based on past experience and similar reported events these alarm conditions could be indicative of a potential driveline issue; however, driveline wire damage cannot be conclusively confirmed without a full evaluation of the entire driveline. Heartmate ii lvas, serial number (B)(4) was returned assembled with the driveline (dl) cut approximately 4 inches from the pump housing with an additional 8 inch and 2 inch section returned respectively, and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port, and the outflow graft bend relief collar was returned detached from the device; however the remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. Examination of (B)(4) upon disassembly revealed a tissue like deposition on the proximal side of the inlet stator. The observed deposition lacked lamination and lacked denaturation, indicating that it likely developed acutely while the pump was supporting the patient. The deposition appeared to be the result of poor surface washing due to an interruption in flow or a low flow event. The size and location of this deposition indicates that it is unlikely this deposition would have contributed to the captured pump stoppages. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 9 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2015, it was reported that while the patient was at the clinic she reported that she had heard audible alarms the night before. A review of the event history noted that 5 pump stop events had occurred between (B)(6) 2015. The events all occurred while the patient was connected to a power module via a patient cable. The pump stops were not able to be reproduced. The system controller was exchanged. It was reported that the patient later presented to the emergency department on (B)(6) 2015 after experiencing syncopal episodes with a feeling that her heart was racing both last evening and this morning; both events occurred with standing. The patient¿s blood pressure was 77/57 mmhg and she was in a normal sinus rhythm. A bedside ultrasound showed a closed aortic valve and a slit-like left ventricle (lv) cavity with cavity obliteration at baseline. Upon decreasing the lvad speed the lv filled and the aortic valve remained closed. It was thought this was likely due to dehydration. IV fluid was administered and the pump speed was set at 8600rpm. Interrogation of the implantable cardioverter-defibrillator (ICD) at the time of the syncopal events noted 15 episodes of non-sustained ventricular tachycardia. The patient reported that she had not felt any ICD shocks. One pump off event that lasted 1-2 seconds occurred while the patient was in the ed. The patient reportedly felt okay while in the ed. It was reported that by (B)(6) 2015 the patient continued to experience multiple pump off events, especially when the white power lead was disconnected first when exchanges were made. Even after the system controller and power module patient cable had been switched out the pump off events continued. At this time an internal driveline compromise was suspected and the patient¿s pump was exchanged on (B)(6) 2015.